Manufacturer narrative:
Additional information regarding battery cap has been received which was not included with the initial report. (B)(4).

Event description:
It was reported that the battery cap was damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump received replace battery alarm. The customer¿s blood glucose level was 160 mg/dl. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. The insulin pump will not be returned for analysis.